Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:46:59. During night drain cycle one, the patient's ultrafiltration reading was 1627ml, indicating the home patient (hp) drained 1627ml more than their maximum programmed fill volume of 1600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be a false empty detect and the initial drain alarm was met. Should additional relevant information become available, a follow-up report will be submitted.